Event description:
It was reported that cartridge did not fully snap into pump and that caller was not using case at time of issue, but stated that piece came off pump or cartridge, and once this piece was removed, cartridges fit properly. No information was provided regarding impact to customer¿s blood glucose level. Customer technical support reviewed customer photos with support staff, informed customer that removal of piece should be acceptable and that pump was working as intended, advised customer to follow up if any further issues occurred.